Event description:
Paramedics responded to a person, condition unknown. A quick look through the device's standard paddles revealed the pt was in pea vs. Asystole. The standard paddles were replaced with a therapy cable and disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the display's "pt ECG "disappeared" when pacing started. The pt was not resuscitated but the reporter indicated the device did not cause or contribute to the pt's death because of the pt's lack of viability.

Event description:
Paramedics responded to a person, condition unknown. A quick look through the device's standard paddles revealed the pt was in pea vs. Asystole. The standard paddles were replaced with a therapy cable and disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the devic's display "discharged" when pacing started. The pt was not resuscitated but the reporter indicated the device did not cause or contribute to the pt's death because of the pt's lack of viability.

Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for external pacing. According to the reporter, the device's display "disappeared" when pacing started. No adverse affects to the pt were reported as a result of the alleged malfunction.